Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Per the patient, 3 weeks after surgery in (B)(6) of 2014 (see manufacturer's report # 3004209178-2015-13234), the pump flipped and was sticking out of the patient's stomach horizontally. The patient went into heart failure and did not have surgery to repair the pump. The patient was put on oral medication: "10 per day of 10 mg opana immediate release, 160 mg of opana extended release per day, 2 per day of 100 mcg fentanyl patches per 48 hours, and fentanyl 1600 mcg lollipops". The pump was delivering dilaudid 5 mg/day. In (B)(6) of 2015, the physician and 3 nurses had to physically twist the pump so they could remove the dilaudid and fill the pump with saline. The patient was in a tremendous amount of pain. The patient had a falling out with his physician and fired his physician in (B)(6) of 2015. The patient was looking for a new pump managing physician. It was later reported by the pump managing physician, that the patient called the clinic on (B)(6) 2014 stating that he continued to have a lot of pain. Re-tethering the pump and pump removal was discussed. The pump was delivering hydromorphone, clonidine, and bupivacaine. On (B)(6) 2014, the patient reported that the pump increase had not been very beneficial. The patient and his family had decided that the pump was not very beneficial and they wished to have it removed. At the visit, the patient's daily pump dose was decreased and his oral medications were increased. On (B)(6) 2014, the physician spoke to the patient and his pain control had improved significantly. Adjustments were made to t he patient's oral medications. The patient told the physician that he was in complete heart failure at represent, so considering surgical removal of the pump was not appropriate. It was suggested that the patient could wear an abdominal binder to support the pump as tolerated. On (B)(6) 2015, fluoroscopy indicated that the pump was clearly flipped over. They were able to manually flip the pump over; it was quite difficult. It required a lot of time and manipulation. Once flipped back over, the pump was emptied of the combination drugs and refilled with saline. The pump was programmed to run at minimum rate. The patient tolerated the procedure fairly well. On (B)(6) 2015, the physician spoke to the patient and the patient indicated that it felt like a "knife in back" the meds were not helping. As of (B)(6) 2015, the patient was no longer a patient at the clinic. His last office visit was on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-jan-21. It was reported that the patient's weight at the time of the event was (B)(6). It was also reported that the issue was unresolved, but the patient was seeing another neurosurgeon with a manufacturer's representative on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from the consumer indicated that the pump had been alarming and empty since 2014. It was noted that the pump would be explanted and the caller requested a device manufacturer representative be present. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on 2020-feb-12. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative on 2020-feb-12. It was reported that the patient cancelled their meeting with the hcp twice. The patient's cardiologist reported that the patient can no longer undergo any more surgeries. No further complications were reported.